Manufacturer narrative:
Evaluation: duplicate report.

Event description:
The iab was inserted into the pt transthoracically. After iabp for seven days, the "blood detect" alarm sounded from the pump and the iab was removed. When the iab was removed, a blood clot was noted inside the iab membrane. Event complications: none from the event - rpt'd 3/24/97. Pt current status: stable - rpt'd 3/24/97.